Event description:
The customer reported approximately 10 mls of fluid leaked from the wbc bath while performing a startup in the coulter® lh 780 hematology analyzer. The leak was contained. The customer also reported the instrument generated hgb errors and the hgb failed startup. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Onsite service was generated, but later cancelled. The wbc chamber was not pushed all the way in on apertures. The customer was able to reseat the wbc bath resolving the leak, failed startup, and hgb errors. (B)(4). Customer resolved issue on their own.